Event description:
It was reported that during the implant attempt, the lead was unable to be delivered and the implant of the lead was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. Blood/body fluid was present on all conducts (not obstructed).